Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set was leaking. The following information was provided by the initial reporter: noticed lipid set leaking at fluid chamber, dripping on the floor. Noticed within a minute as only a few drops on the floor. Immediately clamped line, looked for visible fault but couldn't see any. Leaking continued so stopped and detached from patient. Additional information received from customer: what was done immediately to reduce harm caused by the incident? Line clamped so patient unaffected. At what point was the event detected? During direct care or treatment could you confirm the lot and material number? We do not have this information as the packaging was discarded please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Leaking noticed during infusion. The infusion had been running for 9 hours. The fault was identified on (B)(6) 2025 at 11.00. The infusion set was being used to administer lipids please confirm the make and model of the connecting product(s)? Bd infusion set please confirm the exact location of the reported fault within the set? Leaking at the fluid chamber - where the line meets the chamber was the nurse present at all times when the issue was identified or had they returned to the patient after a minute of the infusion delivering, then noticed the leakage? Nurse present at all times. 1:1 nursing care.

Manufacturer narrative:
One (B)(6) sample was received for investigation of (B)(4), in which the customer has stated: "noticed lipid set leaking at fluid chamber, dripping on the floor. Noticed within a minute as only a few drops on the floor. Immediately clamped line, looked for visible fault but couldn't see any. Leaking continued so stopped and detached from patient." No packaging was received with the sample and the customer has not provided a lot number. Examination of the sample noted that it was spiked into an IV bag containing residual lipid solution. No leakage was observed initially when flushing the sample under gravity flow conditions; however, upon opening the air vent cap, residual lipid solution leaked out. No damage was noted to the air vent membrane. The details of this feedback were forwarded to the manufacturing site; however, as no lot number was provided to aid the investigation into this report, it has not been possible to perform a review of the production documentation for this particular product. Please note that the air vent is designed to allow air into the fluid container when using a glass bottle or semi-rigid container. When the air vent cap is open, the air vent channel of the spike is effectively an open path with a hydrophobic filter. Testing conducted during previous investigations demonstrated that, depending on the priming technique and the clinical usage of the product, it is possible for fluid to flow through this channel and although a hydrophobic filter membrane will not wet in normal use, fluids can pass through a hydrophobic filter once the water breakthrough pressure is reached. When inserting the spike and filling the drip chamber, whether using collapsible bags, glass bottles or semi-rigid containers, it is important to ensure that the air vent cap is in the closed position. Once the drip chamber is primed the air vent should remain closed when using collapsible bags and opened when using glass bottles. Please follow the container manufacturer's recommendations regarding venting of semi-rigid containers. A review of the customer advocacy feedback database indicates that this is a rare occurrence, with a small number of similar reports received in the past 12 months against products from this manufacturing site.

Event description:
No additional information.